Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from switzerland that during spinal decompression (c5-c7) surgical procedure, it was observed that the ball and one centimeter of the tip of the cutter device broke off inside the patient's wound while in use with a motor device. According to the report, the issue was detected and addressed immediately intra-operatively as the event occurred. It was further reported that the broken part was not obviously visible; therefore, an image intensifier was used to locate it. It was reported that the broken tip was found and removed immediately from the patient's wound; and nothing remained inside the patient. The intervention was completed successfully without further issues. There was a five minute delay in the procedure due to the event. An identical spare device was available for use. The post-surgical patient condition was reported to be "alright". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.